Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30 mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. No leaks noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cvlbvd, conformed to the specifications when released to stock in 24th october 2016. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The valve was implanted to the patient via vp-shunt with setting 80mmh2o due to secondary normal pressure hydrocephalus, (B)(6) 2017. Improvement of consciousness before the surgery was confirmed, and walking was also possible by one self. End of (B)(6) 2017 the ventricle expanded was confirmed and there was symptoms of gait disturbance, so the setting pressure was changed from 80mm h2o to 60mm h2o. Beginning of (B)(6) 2017the ventricle achoresis could not be confirmed, so the setting pressure was changed from 60mm h2o to 40mm h2o. (B)(6) 2017 MRI was performed. (B)(6) 2017the shunt contrast was performed but it was found that the contrast did not flow to abdominal cavity side. (B)(6) 2017the revision surgery was performed. Before the revision surgery, the sales rep visited the site and informed there was possibility of increase of abdominal pressure due to constipation, insertion method of abdominal catheter, and very low pressure hydrocephalus. When checking the shunt contrast image, the cerebrospinal fluid did not flow from the ruby-ball in the valve. Therefore the surgery was performed. The valve was replaced with competitive one. The patient¿s information is unknown. The surgeon think that the issue caused by occlusion of the valve. No further information available and the product will be returned to your site.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was incorrectly reported in additional MFR narrative that the device had not been made available for evaluation. The device has been returned and will be evaluated. Upon completion of the investigation a follow-up report will be submitted.